Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The high blood glucose event value was 563 mg/dl. The high blood glucose event was treated requiring emergency medical services treatment while admitted to hospital. The event was followed by a bent cannula in the abdomen. The event involved product(s) mmt-396a, mmt-1884, mmt-7040a, mmt-332a. Customer mentioned symptoms that included tiredness, weakness, increased thirst, and nausea and managed high blood glucose with the pump and manual injections. Ketones were normal, and insulin was administered via IV drip and shot in the hospital. Troubleshooting was performed system with auto mode/smartguard active and pump was in use within 48 hrs of the usage. The customer also expressed unable to deliver auto corrections on the pump. The customer was advised to monitor blood glucose and change the infusion set, reservoir, and insulin as needed. No further patient complications were reported. Mmt-396a, mmt-1884, mmt-7040a, mmt-332a were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.